Event description:
On 03/09/1999 following a diagnostic procedure in angio-seal device was placed in a pt's right groin. The deployment was uneventful with confirmation obtained, and adequate tension maintained on the suture until tamping, no resistance was felt with the first tamp, and the tamper tube "went all the way in". There was immediate bleeding which was controlled with manual pressure for 10 minutes. As soon as manual pressure was released the pt's right food was noted to be cool, pale and pulseless. A cardiovascular consult and ultrasound were obtained; results unknown. The pt was taken to surgery where a thrombectomy was performed, the pt did fine and was discharged. As of 03/30/1999 there has been no further report to the MFR of complication or add'l pt sequelae.